Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that a trans-telephonic monitor showed no capture. When the patient was seen in the office, the device could not be interrogated and there was no pacing with magnet applica- tion. Microprocessor download was not successful and the device was replaced.